Event description:
This is a spontaneous case report received from a consumer in the united states (B)(4) on (B)(6) 2013 which refers to herself a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced tremendous pain during insertion, uterus spasms during essure insertion, left fallopian tube was closed off, bent coil / unraveled coil during essure insertion, blood had spattered during insertion, unable to verify if coil was implanted correctly (questionable placement), heavy bleeding, pain in pelvic region, severe headaches, creatinine levels decreased, and ovarian pain. The consumer's drug history included iud and she found that it was very painful each time she had a new iud implanted. No information given on consumer's medical history, concurrent conditions and concomitant medication. In 2012 the consumer had essure (fallopian tube occlusion insert) inserted. The consumer stated that she suffered a tremendous amount of pain and she also was in surgery over an hour. During the surgery the first coil on the right side has been implanted perfectly but her uterus began to spasm. The doctor did not wait for the spasm to stop and although her left fallopian tube was closed off he proceeded to push the coil in. The first coil bent. The second coil unraveled. The third coil was implanted but blood had spattered on the camera and the doctor was unable to verify if it was implanted correctly. On the second day, after implantation, the consumer went into the restroom and began to have heavy bleeding and pain in her pelvic region. This continued for 2 weeks and slowed down and then the severe headaches began. She stated that she went in for blood work and found that her creatinine levels decreased tremendously. She eventually had several iron infusions. She continued to have ovarian pain, headaches and low creatinine levels. Reporter causality: the relationship was not reported. Addendum: this case was converted from the conceptus database into argus on (B)(6) 2013. The medical content of the case was not changed. Follow-up received on (B)(6) 2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0644). A (B)(6) year old female consumer reported that essure caused severe pelvic pain, abdominal bloating (that would worsen toward the evening resulting in what appeared like a pregnant belly), initial loss of menstrual cycle (6 months+/- after essure placement) followed by 45 day menstrual cycles with about two weeks off in between cycles, fatigue, depression from the ongoing pain and body changes, rashes, anemia, mood swings, extreme breast pain and tenderness. According to consumer, all symptoms appeared almost immediately after essure was placed. She also reported that she underwent two iron infusions, an esophagogastroduodenoscopy, multiple ultrasounds, multiple rounds of provera (in an attempt to regulate cycle), various blood works, and multiple pelvic exams before her gynecologist perform a hysterectomy to remove essure (no results provided). She is 1 year and four months post hysterectomy and all previous symptoms have dissipated. She had a depo shot when essure was placed and was confirmed blocked via hysterosalpingogram three months after essure was placed. Three essure kits were used during the implantation because the devices kept breaking and bending. In addition, consumer informed that pathology and surgical report from her hysterectomy confirmed proper placement of essure. Her pathology report showed chronic and acute inflammation throughout her uterus and cysts in her fallopian tubes. She had no prior issues with irregular cycles, pelvic pain, rashes, bloating, depression, or fatigue prior to essure. Consumer also reported that she has had one pregnancy and one live vaginal birth. She had an iud five years prior to getting essure and had previously relied on birth control pills. Approximately 10 years ago she had an abnormal pap which required a loop electrosurgical excision procedure and subsequently, had no more abnormal pap smears. Additionally, consumer reported that she does not routinely take medications, prescriptions or over the counter and she has no family history of gynecological related cancers. Company causality comment: this spontaneous and non-medically confirmed case report refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted. This insertion was very long and difficult. Three sets of devices were used: one device bent, other unraveled and the third was placed but blood had spattered on the camera and the visualization of proper placement was impaired. The devices kept breaking and bending during the procedure. After placement, she experienced heavy bleeding and several other non-serious events. These bleedings, seen as procedural haemorrhage and genital bleeding respectively, are serious due medical importance and required intervention and listed in the reference safety information for essure. During or after a difficult insertion, procedural haemorrhage may occur. Also, genital bleeding and menses pattern changes are frequent in women with essure in place. In this case, the bleeding led to anemia, two blood transfusions and multiple cycles of provera in an attempt to regulate her cycle. Then a hysterectomy was performed and the previous symptoms have dissipated. Therefore, considering compatible temporal relationship, event's nature and recovery after hysterectomy (essure removal implied) causal relationship with essure use cannot be excluded. Previously this case was regarded as non-incident. Upon detection of follow up information, required intervention (hysterectomy) was informed. Hence this case was upgraded to incident. No further follow up will be actively pursued, since this case was identified during health authority website monitoring. Technical assessment is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 13-sep-2015: ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. This insertion was very long and difficult. Three sets of devices were used: one device bent, other unraveled and the third was placed but blood had spattered on the camera and the visualization of proper placement was impaired. The devices kept breaking and bending during the procedure. After placement, she experienced heavy bleeding and several other non-serious events. These bleedings, seen as procedural haemorrhage and genital bleeding respectively, are serious due medical importance and required intervention and listed in the reference safety information for essure. During or after a difficult insertion, procedural haemorrhage may occur. Also, genital bleeding and menses pattern changes are frequent in women with essure in place. In this case, the bleeding led to anemia, two blood transfusions and multiple cycles of provera in an attempt to regulate her cycle. Then a hysterectomy was performed and the previous symptoms have dissipated. Therefore, considering compatible temporal relationship, event's nature and recovery after hysterectomy (essure removal implied) causal relationship with essure use cannot be excluded. Previously this case was regarded as non-incident. Upon detection of follow up information, required intervention (hysterectomy) was informed. Hence this case was upgraded to incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.